Manufacturer narrative:
Pressure increased in the carbon dioxide canister due to the increased heat in which the device had been stored. This increased pressure caused the device valve body to split. The device was stored in conditions not appropriate for its use. The IFU requires the device to be stored in a cool and dry place. There was no patient injury. This was a demo unit - not used in a patient.

Event description:
A sales rep had stored cassi rotational core biopsy device in her car, where the temperature was 114 degrees. Prior to device demo, she activated the device by screwing the carbon dioxide canister into the device body. The device halves separated and internal components were displaced. This was a demo device and was not sterile, was not used in a patient. No injury was involved. The device was returned for evaluation.